Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod for over 48 hours. The patient reported that the arm began to swell and the site was painful and hot to the touch. The patient reported that their blood glucose levels measured approximately 150 mg/dl - 165 mg/dl while they were at the emergency room. The patient was diagnosed with an mrsa (methicillin resistant staphylococcus aureus) infection and prescribed unspecified oral antibiotics as treatment. The patient was released later the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.